Event description:
Customer reportedly obtained results of 466mg/dl, 353mg/dl, 97mg/dl, 108mg/dl, 80mg/dl, and 82mg/dl on the aviva system within 10 minutes. Customer was not feeling well and subsequently had seizure after receiving these results. The customer was taken to the hospital where he tested 82mg/dl upon arrival. No treatment received while customer was in the hospital. An additional comparison performed on a different day reports results of 220mg/dl and 84mg/dl on the aviva system within 10 minutes. No action taken on device results. Requested return of suspect system, however, suspect strips are unavailable for return. Replacement was sent.